Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for aviva system 1, medwatch with identifier (B)(6) is for aviva system 2.

Event description:
Caller reported aviva system 1 result of 288 mg/dl, aviva system 2 result of 140 mg/dl within 10 minutes.reported no adverse event. A request was made for the return of the meter and strips, replacement sent.